Event description:
The device was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.